Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling but prior to insertion, the cartridge of a preloaded delivery system (model pcb00) burst and the tip was damaged. No patient involvement or injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the plunger and pushrod were in advanced position. Residue of viscoelastic material was observed on the cartridge. No damaged was observed on the cartridge tip. No assembly error and/or defect were observed in the preloaded device related to the manufacturing process. The intraocular lens (iol) was not returned. The condition of the returned sample was consistent with a product that was handled and prepared for surgical process. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.